Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed the elective replacement indicator (eri) message. The device is providing therapy.

Event description:
Additional information received indicated that a wireless software update was performed, which cleared the elective replacement indicator (eri) message.